Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported touchscreen unresponsive during patient use. The patient was placed on another ventilator. The customer reported no harm on the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect vela ventilator front panel assembly and installed it in a known good vela ventilator unit. The screen powered up and operated without any malfunction present. The fa lab was unable to duplicate the reported issue of an unresponsive touch screen.